Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: some fibrous connection between filter and jugular introducer was noted after filter release, but disconnected when pulling back the introducer. No harm to the patient reported. Despite several requests the product was not returned for analysis, nor was any imaging or additional information provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the ¿fibrous connection¿ between the filter and the jugular introducer after filter release, but the grasping hook may have inadvertently engaged with the wall of the ivc after the filter release. However, it is noted that the pieces disconnected when the grasping hook/jugular introducer was pulled back and that no further issues were encountered. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
According to initial reporter: while deploying the filter, physician noticed that the hook was separated from the filter by several centimeters, but had some sort of fibrous connection between the 2 pieces which then separated when he was pulling it back in. He didn¿t notice any issue with the product when he was switching in from fem to jug initially. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.